Manufacturer narrative:
UDI: (B)(4). Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the reverse locking mechanism and backstop of the compact air drive device were blocked. It was further determined that the device failed pretest for check starting behavior at 3 bar, check the power with test bench: min. 110 to 160 watts, check for excessive noise, check for noticeable untrue running, check triggers for forward/reverse mode, check for air leak, check reverse locking mechanism and check attachment coupling with attachments. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.